Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. There was no device malfunction reported. It was reported that it appeared that the stent was not very far inserted into the left renal. Additional attempts were made to pass a second stent to reinforce the first graft master and to extend the stent into the mid renal artery. It should be noted that the otw graftmaster instructions for use states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts 2.75 mm in diameter. There is no indication of a product deficiency.

Event description:
It was reported that during an endovascular repair of a pararenal abdominal aortic aneurysm and left renal artery occlusion, the 5.0 x 16 mm graftmaster stent delivery system (sds) was advanced but did not cross and was not deployed in the anatomy. A second 5.0 x 19 mm graftmaster stent was advanced over the spartacore guide wire and positioned in the proximal left renal artery. It was noted that repeat contrast injection revealed good filling of the left renal, however, it appeared that the stent was not very far inserted into the left renal. Multiple attempts were made to pass a second stent to reinforce the first graft master and to extend the stent into the mid renal artery. Two non-abbott stents were attempted but neither was successful and both stents slipped off the mounting balloons. Both were removed from the anatomy. The attempt to extend the stent into the left renal was abandoned and the endograft deployment was continued. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.